Manufacturer narrative:
Philips service replaced the fire x board and detector, calibrated the system, and verified its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an image quality issue due to a defective fire x board on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.